Event description:
It was reported that during a surgical procedure, the handpiece showed a homing failure followed by two handpiece errors. Necessary troubleshooting was performed and the handpiece was switched out. No surgical delay or patient injury was reported. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. It was reported that there was a homing error followed by two handpiece errors. Necessary troubleshooting was performed and the handpiece was switched out. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: log file indicated an underrun during homing, the handpiece/drill/long attachment failed to reach the expected length of homing. Functional inspection of the handpiece confirmed a jamming problem caused by a bent drill guide support. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.